Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in reporting a three day hospitalization due to high blood glucose levels. She reported not wearing the insulin pump for about one and a half days prior to the emergency room visit. Customer's blood glucose reading at the time of hospitalization was 549 mg/dl. She reported experiencing chest pains. She was treated at the emergency room with the insulin pump and manual injections. Customer stated they disconnected from the quick release for a shower, but did not properly reconnect afterwards. She confirmed that the quick release was not damaged. Nothing further was reported.